Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol sepramesh ip. As reported, the attorney alleges patient experienced emotional distress and the device was defective.